Manufacturer narrative:
Initial reporter. The event was reported by (B)(6) and not by the customer. There was no customer contact provided. Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. If information is provided in the future, a supplemental report will be issued.

Event description:
In a report received by (B)(6), while in use on a pb980 ventilator, the patient was being turned and alarmed, as it most often does during turns at which time the staff silenced the alarm. During the turning, the patient circuit became disconnected from the ventilator and went unnoticed by the staff, as the ventilator alarm had been silenced and the staff did not hear that the ventilator was not ¿blowing¿. The patient experienced desaturation and became pulseless. The staff performed chest compressions with the return of spontaneous circulation.

Manufacturer narrative:
H3: investigation summary: medtronic conducted an investigation based upon all information received. In a report received by health canada, while in use on a pb980 ventilator, the patient was being turned and alarmed, as it most often does during turns at which time the staff silenced the alarm. During the turning, the patient circuit became disconnected from the ventilator and went unnoticed by the staff, as the ventilator alarm had been silenced and the staff did not hear that the ventilator was not ¿blowing¿. The device was not available for evaluation. After all good faith efforts there is no information about the evaluation or repair of the ventilator. Per the pb980 operator¿s manual, section 6.5.1 alarm messages ¿circuit disconnect will not cancel an active audio pause when the alarm is detected¿. The investigation found that the device performed as intended by alerting the user of a circuit disconnect; however, it was determined that the cause of the event was due to operator error by silencing the circuit disconnect alarm as reported by the customer. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.